Manufacturer narrative:
Article citation: sibon, david 1; schiano de colella, jean marc 2; itti, emmanuel 3; dao, thu-ha 4; oberic, lucie 5; ricci, romain 6; laurent, camille 7; xerri, luc 8; andré, marc 9; nicolas virelizier, emmanuelle 10; bonnet, christophe 11; karangwa, alexandre 12; fornecker, luc-matthieu 13; bachy, emmanuel 14; bannier, marie 15; traverse-glehen, alexandra 16; kirova, youlia 17; de lacheisserie, cyrielle 18; ould-ammar, romain 19; fogarty, patrick 19; amara, nadia 20; fataccioli, virginie 21; tilly, hervé 22; tortolano, lionel 23; bosc, romain 24; le bras, fabien 1; gaulard, philippe 21; haioun, corinne, impact of brentuximab vedotin in patients with breast implant-associated anaplastic large cell lymphoma with capsule infiltration requiring chemotherapy, 02nov2023, 4439-4441. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: alcl-lymphoma, lump/nodule , and seroma.

Event description:
Through journal article "impact of brentuximab vedotin in patients with breast implant-associated anaplastic large cell lymphoma with capsule infiltration requiring chemotherapy" 125 patients with bia-alcl were recorded, 78/110 (71%) patients presented with periprosthetic effusion only, 20 (18%) had effusion and a breast mass, 6 (5.5%) had a breast mass. Article states that "central pathological review has been carried out within the french nci-labeled lymphopath network". Pathological markers have not been provided. Device status is unknown. Affected side is unknown. Patients were treated with bv-ch(e)p regimen, chop/chop-like regimen.